Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 579 mg/dl due to the needle was bent and not getting insulin. Caller stated that the insulin pump did not alarm to alert customer. Nothing further was reported.